Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a small volume folfusor had a crack, which resulted in leakage. The issue was further described as, during the filling process cracking and white crystals formed near the fill port. The device was filled with 10ml of fluorouracil and 36ml of saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between october 1-2, 2024. H11: the device was received for evaluation. Visual inspection was performed which showed white drug powder was deposited on the fill port. Further inspection shows cracks on the fill port. A leak test was performed, and leak was observed at the cracks on the fill port. The reported condition was verified. The cause of the issue could not be determined; however, was most likely due to user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.